Event description:
It was reported that patient¿s blood flowed back into a clearlink system continu-flo solution set. This occurred while lines were free flowing sodium chloride (nacl) 0.9% solution by gravity in preparation for infusions. The nurse attempted to flush the lines with gravity, but the patient¿s blood remained in the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter facility name: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.